Manufacturer narrative:
(B)(4), false positive result. (B)(4), no code available, colonoscopy. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer stated an architect i2000sr analyzer generated false positive ca 19-9 results for one patient sample. Further investigation of the customer issue included testing of returned patient sample, accuracy testing, a review of the complaint text, a search for similar complaints, and a review of labeling. Dilution linearity testing was performed on the returned patient sample. The results of each dilution were compared to the package insert dilution linearity requirement. The dilutions were non-linear which is indicative of an interfering substance. Identification of the interfering substance was not possible due to insufficient volume. Four levels of an internal panel made from defibrinated human plasma were tested across three instruments. The results met testing criteria. Tracking and trending identified an increase in complaints regarding elevated ca 19-9 results, but not related to the customer's issue. Labeling was reviewed and found to be adequate. Based on the investigation, no product deficiency was identified.

Event description:
The customer stated an architect i2000sr analyzer generated false positive ca 19-9 results for one patient sample. On (B)(6) 2012 the analyzer generated an initial ca 19-9 result of 1221 u/ml. The sample was diluted 1:10 and ca 19-9 results of 2287 and 2222 u/ml were generated. The patient underwent a colonoscopy based on the falsely elevated ca 19-9 result. On (B)(6) 2012 the sample was again diluted 1:10 and ca 19-9 results of 344, 318, 180, and 170 were generated. Izasa methodology generated a result of 2.6, and an outside reference laboratory generated a result of 4.5.